Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a merlin transmission, non-sustained right ventricular oversensing episodes were observed due to post-paced t-wave oversensing. Programming changes were recommended. The patient was administered new medicine. There have not been any more events of oversensing. The patient condition is fine.

Event description:
New information received states post-paced t-wave oversensing had reoccurred. New programming changes were recommended but have not been completed. The patient has not been seen since last (B)(6). The patient is doing well and is being remotely monitored.